Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting lightheadedness and warm sensation. Technical services (ts) was consulted and reported ventricular fibrillation (vf) signals due to external noise. Oversensing with pacing inhibition greater than 5 seconds pause was noted. The representative could not reproduce any noise on the rv channel. Ts recommended reprogramming options to prevent vf under detection. The rv lead was reprogrammed. No adverse patient effects were reported. Additional information was received and this crt-d was undersensing p wave activity due to programmed settings and cross chamber blanking. Technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was exhibiting lightheadedness and warm sensation. Technical services (ts) was consulted and reported ventricular fibrillation (vf) signals due to external noise. Oversensing with pacing inhibition greater than 5 seconds pause was noted. The representative could not reproduce any noise on the rv channel. Ts recommended reprogramming options to prevent vf under detection. The rv lead was reprogrammed. No adverse patient effects were reported. Additional information was received and this crt-d was undersensing p wave activity due to programmed settings and cross chamber blanking. Technical services (ts) was consulted and recommended reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.